Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: posterior lateral fusion, l5-s1, with autologous and allographic bone, as well as rhbmp-2/acs sponges used around allograft matrix, medium; pedicle screws, l5-s1, top-loading multiaxial 6.5 x 55mm on the left l5; 6.5 x 50mm on the right l5; 6.5 x 40mm bilateral s1; interbody fusion l5-s1, 12 x 26mm peek x two; decompressive laminectomy, l4, l5, s1; bilateral lateral recess decompression with partial medial facetectomy and extensive foraminotomy, l4-5, l5-s1; bilateral discectomy, l5-s1; right iliac crest bone graft with harvest of bone marrow for marinating if autologous bone chips and also for marinating 30cc of cadaver croutons; use of operating room microscope; use of intraoperative fluoroscopy. Pre-op diagnosis: mechanical low back pain; bilateral lower extremity radicular pain, left greater then right, with associated numbness and tingling; left l5 radiculopathy on emg, with dorsiflexion and extensor hallucis longus weakness; right pars defect, l5; discogenic pain, l5-s1. As preop notes: "we used layers of medullary harvested bone split in half from the iliac cre st followed by bmp sponges wrapped around allograft matrix. This was nicely packed into the posterolateral gutters and some of the graft was saved for placement over the remaining lamina of l4 and the s1."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on "(B)(6) 2006, the patient underwent a posterior lumbar spinal fusion surgery procedure at l5- s1 with a medtronic capstone cage. To achieve fusion, surgeon performed a procedure using rhbmp-2/ acs. Post surgery, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of the patient's fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/ acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/ acs, and continued to suffer from daily, disabling pain that prevented patient from performing many basic activities of daily living."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.